Manufacturer narrative:
Evaluation results: component/subassembly failure - leakage was detected from the bonding between the luer and shaft. Evaluation conclusion: device failure directly contributed to event - leakage was detected from the bonding between the luer and shaft. (B)(4).

Event description:
Evaluation summary: the device was visual inspected and traces of radio opaque solution were detected on the balloon and in the inflation line. The balloon was unfolded (due to previous inflation). A manometric syringe filled by water was connected to the inflating luer and pressure was applied. The balloon was inflated at 8 bars; however, pressure decreased due to a tiny leakage detected from the bonding between shaft and the luer. Keeping the syringe downwards, a vacuum was drawn for approximately 15 seconds but air bubbles continued to rise from the device. No other abnormalities detected on the device

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter. No abnormality noted during preparation and inspection of the device prior to use. No resistance noted with accessory equipment or during delivery to the lesion. During the surgery, the physician found proximal of the delivery system leaked air and contrast agent post inflation. No patient complications reported. The physician changed another device to complete the procedure.

Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.